Event description:
It was reported that during a routine device change out the right ventricular (rv) lead was found to be undersensing. It was noted there was no slack in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.